Event description:
During support of a patient, abiomed clinical representative was attempting to show the hospital how to wean the patient. The right side weaning did not work. A backup console was sent. There was no impact to the pt.